Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was evidence of contamination observed under all key contacts. The keypad cover was found to be intact and all keypad buttons responded normally. The audio bolus button was found to be torn in the center but was operating normally.

Event description:
The pump was returned for investigation. Investigation revealed contamination under all key contacts. There was no indication that the device caused or contributed to an adverse event. This report is made based on results of investigation completed on (B)(4) 2013.